Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) states, the equipment was repaired by a third party, and it has been delivered to the customer for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number ; (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) an alarm is issued for automatic inflation failure. There was no patient involvement.